Manufacturer narrative:
The customer's complaint that "the autopulse platform sn (B)(6) would not perform compression or retract the lifeband, and it displayed fault 16 (timeout moving to take-up position)" was confirmed during the functional testing and archive data review. The root cause of the reported complaint was a poor connection between the drive train cable pins and the p4 connector on the motor controller pcb assembly. Upon visual inspection, no physical damage was noted. The archive data indicated several fault 16 around the reported event date, confirming customer's complaint. Unrelated to the reported complaint, further review of the archive indicated user advisory (ua) 02 (compression tracking error), fault 21 (position change does not coincide with motor direction), and ua23 (compression will exceed 3 revolutions) around the reported event date. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 2 indicates that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position or if the lifeband is opened during active operation. The recommended actions for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure the patient and the band are properly aligned, and press restart. The autopulse platform failed functional testing due to fault 16 displayed upon powering on, confirming the customer's complaint. The drive train cable was cleaned and reconnected to the p4 connector on the motor controller pcb assembly to address the customer's complaint. The other ua and fault codes observed in the archive were not reproduced during the functional testing, however, the observed poor cable connection is the likely root cause of fault 21 and ua23. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without fault or error. A brake gap inspection was performed and verified the brake gap was within the specification. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that during the training sessions, the autopulse platform sn (B)(6) would not perform compression or retract the lifeband, and it displayed fault 16 (timeout moving to take-up position). The customer tried to troubleshoot; however, the issue persisted. Per the customer, the reported issue with autopulse platform occurred multiple times. No patient involvement.